Manufacturer narrative:
Evaluation summary: the device was returned in the original packaging. The device was returned in the sealed original plastic pouch, not used in patient. The information reported on the compliance chart are not consistent with the product specifications (as indicated in the label applied on the box and pouch and as marked in the hub). The compliance chart wrongly refers to a balloon diameter of 6 mm, instead of 5 mm. A visual and a tactile analysis was carried out on the relevant device, no abnormalities were detected on the device itself. Finally, the balloon diameter was measured at the nominal pressure: the balloon diameter was 5 mm, confirming that the compliance chart does not correspond to the actual balloon size. Evaluation results: quality control problem - an incorrect compliance chart was inserted in the packaging of the relevant device. Evaluation conclusion: manufacturing deficiency - an incorrect compliance chart was inserted in the packaging of the relevant device. (B)(4).

Event description:
The physician was using an admiral xtreme otw pta balloon catheter. It was noted during use that the compliance chart did not correspond to the balloon size. The device was successfully used in the patient with no clinical sequelae. Two additional devices with the same lot # were also found to have the incorrect compliance chart. The devices were removed from the facility by the sales rep.